Event description:
It was reported by facility that "clear plastic part of the seal broke and fell into patient while inserting, the jaws of clip applier was catching onto the seal".

Manufacturer narrative:
When the quality engineer has completed the investigation, we will file a supplemental report.